Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. Date of issue is an approximation. The sensor was inserted into the abdomen on (B)(6) 2020. On (B)(6) 2020, the patient stated that she appeared to be allergic to the adhesive ¿tapes¿ with redness, itching, and open sores which were leaking fluid. She went to her physician and was advised to use mometasone steroid cream. At the time of the report the skin reaction was healing but still present. No additional patient or event information is available.